Event description:
Report of inability to obtain pressure readings via pulmonary artery catheter and bleedback into the sleeve. A pt had a pulmonary artery catheter inserted by a cardiologist under fluoroscopy in the cath lab. The connection to the monitor for pressure readings did not occur until the pt was transferred to the ccu. After the catheter was connected to the monitor, no pressure readings could be obtianed and it "looked like the catheter was wedged on the monitor." The nurses changed the monitor modules and cables. Depsite the change in equipment, no readings were possible. At the time of the event, the pt was "hemodynamically unstable due to the diagnosis of the pt (with a blood pressure in the mid 70-80's), not the event." When the physician tried to reposition the catheter, bleedback of approximately 5cc occurred in the distal port into the sleeve. The catheter was removed and an obturator was inserted into the introducer without difficulty in order to maintain an IV fluid access. Two days later the introducer was removed and the pt was transferred to the step down unit. No adverse pt harm reported.